Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl and was addressed with manual injections. Reportedly, the cause of the high bg was because the pump turned off due to low battery. The customer was aware that the pump battery was low but did not have a charger. The customer reported pump was able to be charged.